Manufacturer narrative:
Anterior chamber irrigation/ evacuation of remaining visco/ fluids occurred with explant. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue debris on the product. Visual inspection found the lens to have foreign material on lens surface: fibers. (B)(4): anterior chamber irrigation/ evacuation of remaining visco/ fluids. Conclusion: the patient is under the age of 21 years. Tha patient's eye has anterior chamber depth (acd), less than 3.0mm. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -07.50 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to the development of an anterior subcapsular opacity, pupil block, elevated intraocular pressure and angle closure. The lens was not exchanged for another lens.